Event description:
It was reported that the surgeon couldn't seat above mentioned two poly liners into the shell. Since this trial resulted in the loosening of the shell, the surgeon removed that 42mm shell to convert it into the 44mm.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is completed.